Event description:
It was reported that the customer was monitored at the ER due to hyperglycemia. The customer stated that manual injections brought her blood glucose down to a safe level and she was not treated by the hospital staff. The customer stated that she stopped using the insulin pump following the event. The customer reported that her doctor advised her that the infusion sets she was using caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.